Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline and was not synchronizing. A technical support specialist (tss) identified the cabinet was offline and not synchronizing. Guided customer to reboot the unit and reseat the ethernet cable; a yellow network triangle indicated connectivity issues likely due to recent storms. Advised escalation to it for network troubleshooting. Tss confirmed the machine was back online and synchronizing successfully. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a cabinet was offline and not syncing. The user rebooted the unit and reseated the ethernet cable; however, upon reboot, a yellow network connection warning indicator was observed. There were no delay or adverse events or injuries reported based on this event.